Manufacturer narrative:
(B)(4). Batch # n93h3y . The handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. No alert screens were noted at any time during testing. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The ¿reactivate¿ alert screen is associated with the hand activation button issues. However, no alert screens were displayed at any time during testing. A batch history record review was performed, and an nc was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the generator has displayed " reactivate device" after changed the handpiece everything was fine. Were 76 use left on the handpiece. No patient consequences.